Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally no burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report her purely yours breast pump began leaking dark fluid from the battery compartment when using her pump on battery power today. She states hearing a loud pop followed by a sizzle sound prior to seeing battery acid leak from the pump base. She removed the batteries after several hours, coming in contact with dried fluid. She states no burn or injury. Customer was overnight shipped a replacement pump base.